Event description:
Event description guidant received information that during an atrail lead revision for non-capture of the atrial lead, it was noted that the ventricular lead was fractured. The atrial lead was repositioned. The ventricular lead was explanted and a new lead implanted.,